Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes received a line blocked alarm which was resolved by changing the infusion site and resumed delivery which resolved the alarm. The event did not cause injury to the patient.